Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the medical device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical devices - maxim cruciate retaining bearing 16mm x 63/67mm, catalog #: 11-146336, lot #: 675190, maxim interlok femoral component 60mm left, catalog #: 140031, lot #: 502540, biomet arcom patella 31mm, catalog #: 11-150826, lot #: 360890, palacos bone cement 40 gram, catalog #: 424800, lot #: 5168143, remains implanted.

Event description:
It is reported that the patient experienced a stress fracture of the proximal tibia approximately five (5) years and nine (9) months following knee arthroplasty. The patient was monitored through monthly follow-up appointments to ensure proper healing.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034-2017-11357 and 0001825034-2017-11361.

Event description:
No further event information available at the time of this report.